Event description:
It was reported that a myocardial infarction and elevated cardiac enzymes occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours). Before the procedure, the patient received heparin or other antithrombotic medication and a loading dose of 180 mg of ticagrelor. The 2.50 mm x 24 mm target lesion located at the ramus vessel was pretreated with a 2.50 mm x 12 mm non-compliant balloon angioplasty catheter achieving 20% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 2.75 mm x 28 mm synergy xd resulting in 0% residual stenosis with timi flow of 3. During the 18-24 hour post procedure lab draw, the results demonstrated an elevated troponin t hs and troponin-I hs level which met the criteria for a myocardial infarction. The patient discharged the same day with the continuation of aspirin and ticagrelor medications.